Manufacturer narrative:
The device was returned and evaluated, and the customer allegation of a clogged instrument channel tube was not confirmed. Additional findings include the following: due to damage on switch 1 water tightness was lost, due to a scratch on switch box water tightness was lost, the insertion section squeaks due to deterioration of connecting tube, and light guide lens had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope had angle wire deterioration and foreign objects in the biopsy tube. The issue occurred during preparation for use, and the diagnostic procedure (enteroscope) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
B5: additional information has been provided. H10: based on the information obtained from the customer, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the biopsy channel could not be identified, nor could the phenomenon be confirmed. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the foreign material was plastic, and the user did not use the clogged scope for the next procedure.